Manufacturer narrative:
(B)(4).

Event description:
Received information reporting the patient had been complaining of some discomfort in her back at the site of the extension connector. The wound appeared satisfactory with no signs of inflammation or infection. During surgery, the extension was removed from the wound and the wire was found to have been cut through the electrode side of the extension connector. When removing the remaining portion of the wire that was still in the wound, a second section of the wire from the electrode came away and exposed irregular wires at the end of the break. The physician wondered if the discomfort the patient felt was from an electrical leakage from a break that was already present in the lead. The patient otherwise had experienced satisfactory stimulation during the trial and good paraesthesia coverage and relief of leg pain. The remaining portion of the lead is still in the patient and will be retrieved when the lead is replaced. The additional awake surgery for lead replacement and then general anesthesia for the ipg implantation is planned for sometime in (B)(6) 2010. The patient is reported as having suffered no injury. If additional information becomes available, a follow up report will be sent.